Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was reprogrammed as recommended in the safety advisory. The patient then underwent carotid artery surgery and once home received therapy from the device. The patient presented to the hospital and it was found that the device could not be interrogated. No adverse patient symptoms were reported.